Manufacturer narrative:
Evaluation summary: customer reported that iop increased after the surgery. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported increased intraocular pressure (iop) following a glaucoma filtering device implant procedure. The bleb became smaller and eye massage did not improve the symptoms. The surgeon suspected that the device malfunctioned. Iop was decreased after the bleb reconstruction was performed and the shunt was explanted.